Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgical procedure on unknown date and the topical skin adhesive was used. During the procedure, a piece of broken glass ampule came out when the glass ampule was cracked. It was also reported that a broken glass piece did not fell into the patient and the surgeon did not get hurt from this event either. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled.